Event description:
It was reported that during a da vinci si colon resection procedure, the jaws on the 5 mm bowel grasper instrument were not grasping. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. Functional testing of the instrument using an in-house is3000 system passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Engineering evaluation also found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and has a .140 x .090 piece missing/sections lifted up roughly 8 above the snake wrist. There were also various scratches with no material removal below this damaged section. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's tube insulation found during failure analysis could likely cause or contribute to an adverse event if the malfunctions were to recur.